Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient¿s ipg was replaced and therapy was restored post-operative.

Manufacturer narrative:
Event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg has become inoperable after not being charged for several months. As a result, the patient may undergo surgical intervention on a later date.